Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the roller, gear, comb, side plates were damaged and the device was out of calibration. The comb, roller, gear, and side plates were replaced and the device was recalibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there is a request for repair and calibration. At evaluation investigation of the product the device was found to have a bent comb; a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.